Event description:
Edwards received information that a 29mm bioprosthetic mitral valve, implanted approximately nineteen (19) days, was explanted due to mitral regurgitation from severe perivalvular leak. The explanted device was replaced with a 31mm bioprosthetic valve. Patient was returned to the ICU in critical condition.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation, and follow up is in progress to obtain the device. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. Should new information become available or the device is returned for evaluation, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The complaint device was visually examined with a light microscope, digital microscope, and x-ray. The reported event of perivalvular leak (pvl) could not be confirmed through visual observations. Two pledgets were seen on the sewing ring near commissure 1 on the outflow aspect. The x-ray demonstrated that commissure 3 was bent inwards. No other inconsistencies were detected. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that clinical observation at the time of explant noted the suture line dehisced along the area of repair where the multiple 3-0 prolene sutures were placed to treat perivalvular leak (pvl) during the original aortic/mitral valve replacements. The tissue quality at the area of dehiscence was poor likely due to the patient¿s chronic steroid therapy. There was also scattered calcification (at the area of issue). The explanted device was replaced with the largest edwards bioprosthetic valve available (31mm) to partially seal the area of the pvl. After extensive time was spent achieving hemostasis the patient was returned to the ICU in critical condition. It was noted during the double valve replacement surgery the patient had mitral annular calcific disease affecting the mitral valve including the p3 leaflet with restricted motion of p3. The anterior leaflet was partially excised. Pledgeted 2-0 ti-cron sutures were used to secure the mitral valve. The surgeon noted because of the annular calcification it was more difficult than normal to replace the valve. At the time of original implant, 1+ pvl was observed on intra-operative echo around the area of the left atrial appendage. Cross clamp was reapplied. Multiple 3-0 prolene sutures were placed all the way from the base of a1 across the lateral commissure to the base of p1. After the additional sutures were placed, the patient was weaned from bypass, hemostasis was achieved and the patient returned to ICU in satisfactory condition. Prior to being ready for discharge out of the hospital, the patient¿s condition worsened. Echo revealed the severe pvl and the patient underwent emergent re-do mvr.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. As noted by the surgeon, the tissue quality at the area of valvular dehiscence and the scattered calcification (at the area of issue) were the likely root causes of dehiscence and pvl in this case. Medical records confirmed the clinical observation and reason for device explant.